Manufacturer narrative:
The manufacturing process of these units were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the provided files confirmed the progressive increase in the ventricular threshold values. As received the screw fixation was retracted. After thorough cleaning to remove the blood/tissue residues, the fixation mechanism was not able to be extended due to the tissue residues which still blocked inside the screw housing. The distal part of the lead was cut to activate the screw mechanism directly by the inner coil. The screw was able to be extended in 9 turns and retracted in 8 turns. The screw length was measured, and it was within specification but in the lower range (1.5mm). X-rays were performed and revealed that all the components of the lead were free from any damage. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported high ventricular threshold may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricular cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during in clinic follow-up , an increase of the ventricular threshold was observed; 2 v. Sensing (15 mv) and impedance (423 ohms)values were within the acceptable range.

Event description:
Reportedly, during in clinic follow-up , an increase of the ventricular threshold was observed; 2 v. Sensing (15 mv) and impedance (423 ohms)values were within the acceptable range.